Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. Customer¿s blood glucose level was 180 mg/dl. Customer reported that the insulin pump did not display and had flashing. Customer reported that the display did not returned after insulin pump restart. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.